Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases flat, opening curved on anterior and missing shell. Leak test and microscopic analysis was performed which identified: striated opening on anterior and striated broken on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool. A striated broken on radius assessed as surgical damage consistent in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.